Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had communication error was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states, "alari's pump reading communication error" was not touched or bumped. Channel s: 009334 directly to the left of brain s: 007650. Two left channels stopped infusing. Including cisatracurium infusion. Tried to "channel select" to turn channels back on were not being registered on brain (right channels read as a & b) channels switched s: 009417 placed nearer the brain on left was not registering on brain. Replaced with new channel functioned well. Channel s: 009334 marked as broken given to clerk to send to engineering. (Brain and other channels remain in use) patient had brief interruption in cisatracurium infusion & delay in starting levophed infusion (as was in channel s: 009334 position a) causing low blood pressure." There was patient involvement, but the outcome is unknown.

Event description:
A report was received from health canada's canada vigilance program which states, "alari's pump reading communication error" was not touched or bumped. Channel s: 009334 directly to the left of brain s: 007650. Two left channels stopped infusing. Including cisatracurium infusion. Tried to "channel select" to turn channels back on were not being registered on brain (right channels read as a & b) channels switched s: 009417 placed nearer the brain on left was not registering on brain. Replaced with new channel functioned well. Channel s: 009334 marked as broken given to clerk to send to engineering. (Brain and other channels remain in use) patient had brief interruption in cisatracurium infusion & delay in starting levophed infusion (as was in channel s: 009334 position a) causing low blood pressure." There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.